Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was initially reported that the patient didn't think the pump was working because their urinary drug screen was testing positive for fentanyl. No patient symptoms were reported. The date of the event was unknown. The company representative was provided with the contact information for the office of medical affairs at the time of the report. No further patient complications have been reported as a result of this event. Additional information was later received via a company representative on 03/26/2019. A dye study was to be attempted on (B)(6) 2019 and it was determined that the pump was flipped. The healthcare provider (hcp) flipped the pump back to normal orientation. It was further noted however that the hcp did not attempt to perform the dye study because the patient had a possible (B)(6) infection at the pump site. The patient was being sent to infection control. Once cleared by infectious disease the patient was to return for a dye study. On 2019-mar-27 a company representative clarified that the healthcare provider had initially reported the event to them. The cause / circumstances that led to the (B)(6) infection was not provided.